Event description:
It was reported that a venacavagram demonstrated that three components of a vena cava filter had fractured and endothelialized in the caval wall. The filter and the fractured components are at the level of l2. The filter remains implanted and attempts to retrieve the fractured components and the filter have not been performed. The pt is asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Manufacturer narrative:
The filter remains implanted, therefore a product evaluation could not be performed. Despite attempts, case images were not provided for evaluation. The complaint is inconclusive as no sample or images were returned, definitive root cause is unknown. The current IFU (instructions for use) states - warnings filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications - complications may occur at any time during or after the procedure. Possible complications include, but are not limited to filter fractures.

Manufacturer narrative:
Medical images have not been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: patient was considered to undergo nissan fundoplication for management of gastroesophageal reflux. Patient had a history of chronic anemia and she was considered to have contraindication to anticoagulation prophylaxic from postoperative pulmonary embolism and dvt. An inferior vena cava filter was deployed prior to nissan fundoplication. Approximately eighteen months later, the patient had a cl fluoroscopy for a clinical exam research study regarding the treatment to prevent blood clots going to the lungs. The fluoro study indicated that there appeared to be three detached limbs. They all appeared to be locally captured and sclerosed down. There were clearly five legs intact. One leg appeared to have become detached in half and then locally captured and one arm appeared to be detached and locally captured as well. There was a fragment of a second arm that detached and is locally captured as well. The three detached limbs from the ivc filter device all appeared to be locally captured in the ivc. The doctors indicated in the letter that he planned to recommend retrieval of the main filter as a precaution of further detachment and will monitor the imbedded wires. Journal article review: this event was identified in a journal article (attached) and the article has been reviewed. Based on review of the journal: a retrospective cross-sectional study at a single medical facility was performed to determine how commonly ivc filter limb detachment occurs with first and second generation vena cava filters produced by this manufacturer. A total of 80 patients were included in the study with 28 filters being first generation and 52 being second generation. Thirteen total patients (16%) were found to have one or more detached filter limbs. The study documented seven out of 28 first generation filters (25%) had one or more detached filter limbs, with five of those seven patients discovered to have a limb in the heart. Six of the remaining 52 second generation filters (12%) identified limb detachments, with two of those six asymptomatic patients discovered to have limb detachment beyond the ivc. All thirteen patients were reported to the manufacturer by the facility prior to article publishment. In addition to study information collected, supporting articles were referenced citing similar patient symptoms as well as similar prevalence of detached filter limbs in generation one and two ivc filters. There was no additional information related to patient # 11 referenced in the article. Nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t., . . . Tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. Archives of internal medicine, 170(20), 1827-1831. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a venacavagram demonstrated that three limbs of a vena cava filter had detached and endothelialized in the caval wall. The filter and the detached limbs are at the level of l2. The filter remains implanted and attempts to retrieve the detached components and the filter have not been performed. The patient is asymptomatic. New information received: it was reported that a vena cava filter was deployed for postoperative pe prophylaxis and history of anemia. Approximately 17 months post filter deployment guided fluoroscopy demonstrated three detached filter limbs that were embedded in the ivc wall. No attempt was made to capture retrieve the filter or detached filter limbs. The patient status at this time is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient prior to laparoscopic hiatal hernia repair. Approximately eleven months post filter deployment, the patient allegedly developed flank pain and CT scan demonstrated filter extending beyond the lumen. Approximately one year six months post filter deployment, fluoroscopy demonstrated detachment of one filter leg and two filter arms which were locally captured within the ivc. The filter and detached limbs have not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient was considered to undergo nissan fundoplication for management of gastroesophageal reflux. Patient had a history of chronic anemia and she was considered to have contraindication to anticoagulation prophylaxic from postoperative pulmonary embolism and dvt. An inferior vena cava filter was deployed prior to nissan fundoplication. Approximately eighteen months later, the patient had a cl fluoroscopy for a clinical exam research study regarding the treatment to prevent blood clots going to the lungs. The fluoro study indicated that there appeared to be three detached limbs. They all appeared to be locally captured and sclerosed down. There were clearly five legs intact. One leg appeared to have become detached in half and then locally captured and one arm appeared to be detached and locally captured as well. There was a fragment of a second arm that detached and is locally captured as well. The three detached limbs from the ivc filter device all appeared to be locally captured in the ivc. The doctors indicated in the letter that he planned to recommend retrieval of the main filter as a precaution of further detachment and will monitor the imbedded wires. Journal article review: this event was identified in a journal article (attached) and the article has been reviewed. Based on review of the journal: a retrospective cross-sectional study at a single medical facility was performed to determine how commonly ivc filter limb detachment occurs with first and second generation vena cava filters produced by this manufacturer. A total of 80 patients were included in the study with 28 filters being first generation and 52 being second generation. Thirteen total patients (16%) were found to have one or more detached filter limbs. The study documented seven out of 28 first generation filters (25%) had one or more detached filter limbs, with five of those seven patients discovered to have a limb in the heart. Six of the remaining 52 second generation filters (12%) identified limb detachments, with two of those six asymptomatic patients discovered to have limb detachment beyond the ivc. All thirteen patients were reported to the manufacturer by the facility prior to article publishment. In addition to study information collected, supporting articles were referenced citing similar patient symptoms as well as similar prevalence of detached filter limbs in generation one and two ivc filters. There was no additional information related to patient # 11 referenced in the article. Nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t., . . . Tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. Archives of internal medicine, 170(20), 1827-1831. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The medical records allege that imaging demonstrated three detached limbs (two arms and one leg). All fragments were allegedly locally captured in the ivc. An additional letter revealed that fluoroscopy showed arms separated from the filter and that the fragments appear to be imbedded in the ivc wall. Therefore, the investigation is confirmed for detached limbs. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a venacavagram demonstrated that three limbs of a vena cava filter had detached and endothelialized in the caval wall. The filter and the detached limbs are at the level of l2. The filter remains implanted and attempts to retrieve the detached components and the filter have not been performed. The patient is asymptomatic. New information received: it was reported that a vena cava filter was deployed for postoperative pe prophylaxis and history of anemia. Approximately 17 months post filter deployment guided fluoroscopy demonstrated three detached filter limbs that were embedded in the ivc wall. No attempt was made to capture retrieve the filter or detached filter limbs. The patient status at this time is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient prior to laparoscopic hiatal hernia repair. Approximately eleven months post filter deployment, the patient allegedly developed flank pain and CT scan demonstrated filter extending beyond the lumen. Approximately one year six months post filter deployment, fluoroscopy demonstrated detachment of one filter leg and two filter arms which were locally captured within the ivc. The filter and detached limbs have not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The status of the patient is unknown.

Manufacturer narrative:
Medical records were received and reviewed. The g2 filter was implanted on (B)(6) 2008 prophylactically prior to surgery. The filter was noted to be satisfactorily positioned in the infrarenal ivc with the apex at the level of l1. On (B)(6) 2009, fluoroscopy demonstrated three fractured filter limbs, one leg and two arms, which were all "captured locally and sclerosed" in the ivc. The physician was planning on recommending filter removal as of (B)(6) 2009.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient was considered to undergo nissan fundoplication for management of gastroesophageal reflux. Patient had a history of chronic anemia and she was considered to have contraindication to anticoagulation prophylaxic from postoperative pulmonary embolism and dvt. An inferior vena cava filter was deployed prior to nissan fundoplication. Approximately eighteen months later, the patient had a cl fluoroscopy for a clinical exam research study regarding the treatment to prevent blood clots going to the lungs. The fluoro study indicated that there appeared to be three detached limbs. They all appeared to be locally captured and sclerosed down. There were clearly five legs intact. One leg appeared to have become detached in half and then locally captured and one arm appeared to be detached and locally captured as well. There was a fragment of a second arm that detached and is locally captured as well. The three detached limbs from the ivc filter device all appeared to be locally captured in the ivc. The doctors indicated in the letter that he planned to recommend retrieval of the main filter as a precaution of further detachment and will monitor the imbedded wires. There were no further details regarding the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported that a vena cava filter was deployed for postoperative pe prophylaxis and history of anemia. Approximately 17 months post filter deployment guided fluoroscopy demonstrated three detached filter limbs that were embedded in the ivc wall. No attempt was made to capture retrieve the filter or detached filter limbs. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege that imaging demonstrated three detached limbs (two arms and one leg). All fragments were allegedly locally captured in the ivc. The investigation is confirmed for detached limbs. Root cause is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Journal article review: this event was identified in a journal article and the article has been reviewed. Based on review of the journal: a retrospective cross-sectional study at a single medical facility was performed to determine how commonly ivc filter limb detachment occurs with first and second generation vena cava filters produced by this manufacturer. A total of 80 patients were included in the study with 28 filters being first generation and 52 being second generation. Thirteen total patients (16%) were found to have one or more detached filter limbs. The study documented seven out of 28 first generation filters (25%) had one or more detached filter limbs, with five of those seven patients discovered to have a limb in the heart. Six of the remaining 52 second generation filters (12%) identified limb detachments, with two of those six asymptomatic patients discovered to have limb detachment beyond the ivc. All thirteen patients were reported to the manufacturer by the facility prior to article publishment. In addition to study information collected, supporting articles were referenced citing similar patient symptoms as well as similar prevalence of detached filter limbs in generation one and two ivc filters. There was no additional information related to patient # 11 referenced in the article. Nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t., . . . Tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. Archives of internal medicine, 170(20), 1827-1831. Report source: other-attorney; no consequences or impact to patient; (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.